Event description:
The clinician reports the implant was inserted (B)(6) 2013 in ada 13. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.